Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the defibrillator test failed. The rse evaluated the device remotely. It was determined that the defibrillation test did not pass, it showed as disabled during functional tests. After checking the logs, they found an error indicating low energy (89.72uf) in the charge capacitor. The rse suggested the customer to replace the charge capacitor if they had a spare one or contact the distributor to explore replacement options. The device reached its end of life on 31-dec-2022 and replacement parts are no longer available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the charge capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse determined that the charge capacitor could not be replaced because the device has reached its end of life on 31-dec-2022. Since replacement parts are no longer available, replacing the capacitor is not possible. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.